Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line. This occurred during preparation of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with removing supplies and guided the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.